Manufacturer narrative:
510(k) number: k142688. (B)(4). The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As per source doc: "during the procedure the end of the needle broke. Patient was not hurt and the product is available for return".

Manufacturer narrative:
510(k) number: k142688. A conservative assessment was initially carried out under the assumption the distal needle of the device broke. Additional information was received 21-apr-2021 confirming there was no issue with the needle tip and that the stylet cap broke. A re-assessment was carried out based on this additional information and the overall risk of this failure is low. This file no longer meets the criteria of an FDA "serious injury" report or "malfunction" report as per FDA guidelines "medical device reporting for manufacturers (2016)". No adverse effects to the patient was reported as occurring.

Event description:
A conservative assessment was initially carried out under the assumption the distal needle of the device broke. Additional information was received 21-apr-2021 confirming there was no issue with the needle tip and that the stylet cap broke. A re-assessment was carried out based on this additional information and the overall risk of this failure is low. This file no longer meets the criteria of an FDA "serious injury" report or "malfunction" report as per FDA guidelines "medical device reporting for manufacturers (2016)¿" no adverse effects to the patient was reported as occurring. No device malfunction exists for stylet breaking. This supplement report is being submitted as a cancellation MDR.